Manufacturer narrative:
The investigation is in progress, a supplemental report will be submitted. Device remained implanted.

Event description:
Edwards received notification from our affiliate in canada. As reported through a clinical trial, this was a case of an implant of 26mm edwards sapien xt transcatheter heart valve, in the aortic position by transfemoral approach. 7 years and 4 months post implant, the patient presented increasing soboe (shortness of breath on exertion) and elevated echo gradient. The mean gradient was 43mmhg and the valve had thickened leaflet stenosis. The patient presented underlying aortic stenosis which may have contributed to the valve degeneration. The patient was selected for a valve in valve procedure with 26mm s3 via transfemoral approach. The procedure was uneventful and the 26mm s3valve was deployed successfully. The patient was recovering well.

Manufacturer narrative:
The device was not returned for evaluation as it remained implanted. Therefore, a no product return engineering evaluation was performed. The reported event does not allege a malfunction that could be related to an edwards manufacturing deficiency. Therefore, no device history record or lot history are required. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint degeneration was unable to be confirmed due to unavailability of medical records/procedural imagery. The reported event does not allege a malfunction that could be related to an edwards manufacturing deficiency. A review of the IFU and training manuals revealed no deficiencies. Structural valve deterioration (svd) may be manifested as stenosis with thickened leaflets. Svd may be mild and not require any intervention or it may be moderate to severe. It can cause the heart to work harder to eject blood from the ventricle. Depending on the severity it could be an indication for valve replacement or medical intervention. Tissue calcification is a very common failure mode. The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. As reported, ''7 years and 4 months after implant, the patient presented increasing soboe (shortness of breath on exertion) elevating echo gradient. Mean gradient 43mmhg, thickened leaflet stenosis. The patient presented underlying aortic stenosis, which may have contributed to the valve degeneration''. In addition, the patient had history of dyslipidemia, which was also known as hyperlipidemia. It is well known that patient with pre-existing co-morbidities (dyslipidemia /hyperlipidemia) may increase the risk for valve calcification leading to stenosis and resulting in valve degeneration. Dyslipidemia /hyperlipidemia has been found to be associated with aortic valve stenosis and to resemble the inflammatory process of atherosclerosis in many studies. As such, available information suggests that patient factors (dyslipidemia/hyperlipidemia) may have contributed to the reported event. Since no labeling or IFU/training inadequacies were identified, corrective/preventive action nor product risk assessment (pra) is not required. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review.